Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient presented to the emergency room (ER). Isometrics did not reproduce anything, but pocket manipulation reproduced erratic noise in the secondary vector. The patient reported being in a jet ski accident a few weeks ago and thought the s-ICD system may have moved. Technical services (ts) was contacted, and based on the images and videos they received thought the accident may have altered the position of the s-ICD and/or electrode. Ts also noted the electrograms appear to show non-physiologic noise in the secondary vector. The field representative noted small signals in the alternate vector. Options were discussed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient was reprogrammed to the secondary vector and defibrillation threshold (dft) testing was performed. It was noted the impedance measurements were fine during dft testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: updated impact codes from f12: serious injury/ illness/ impairment to f22: unexpected diagnostic intervention.

Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient presented to the emergency room (ER). Isometrics did not reproduce anything, but pocket manipulation reproduced erratic noise in the secondary vector. The patient reported being in a jet ski accident a few weeks ago and thought the s-ICD system may have moved. Technical services (ts) was contacted, and based on the images and videos they received thought the accident may have altered the position of the s-ICD and/or electrode. Ts also noted the electrograms appear to show non-physiologic noise in the secondary vector. The field representative noted small signals in the alternate vector. Options were discussed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient was reprogrammed to the secondary vector and defibrillation threshold (dft) testing was performed. It was noted the impedance measurements were fine during dft testing. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD showed noise in the secondary and alternate sensing vectors, seen while the field representative was reprogramming the s-ICD to magnetic resonance imaging (MRI) mode. The noise appeared consistent with a fracture in the electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: updated impact codes from f12: serious injury/ illness/ impairment to f22: unexpected diagnostic intervention.

Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient presented to the emergency room (ER). Isometrics did not reproduce anything, but pocket manipulation reproduced erratic noise in the secondary vector. The patient reported being in a jet ski accident a few weeks ago and thought the s-ICD system may have moved. Technical services (ts) was contacted, and based on the images and videos they received thought the accident may have altered the position of the s-ICD and/or electrode. Ts also noted the electrograms appear to show non-physiologic noise in the secondary vector. The field representative noted small signals in the alternate vector. Options were discussed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient was reprogrammed to the secondary vector and defibrillation threshold (dft) testing was performed. It was noted the impedance measurements were fine during dft testing. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD showed noise in the secondary and alternate sensing vectors, seen while the field representative was reprogramming the s-ICD to magnetic resonance imaging (MRI) mode. The noise appeared consistent with a fracture in the electrode. No additional adverse patient effects were reported. Additional information was received indicating the patient reports feeling pain from the s-ICD since the previously reported inappropriate shocks. Ts was contacted by a patient advocate and referred them to to their physician. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: updated impact codes from f12: serious injury/ illness/ impairment to f22: unexpected diagnostic intervention.

Event description:
It was reported that the patient received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient presented to the emergency room (ER). Isometrics did not reproduce anything, but pocket manipulation reproduced erratic noise in the secondary vector. The patient reported being in a jet ski accident a few weeks ago and thought the s-ICD system may have moved. Technical services (ts) was contacted, and based on the images and videos they received thought the accident may have altered the position of the s-ICD and/or electrode. Ts also noted the electrograms appear to show non-physiologic noise in the secondary vector. The field representative noted small signals in the alternate vector. Options were discussed. The s-ICD and electrode remain in service. No adverse patient effects were reported. Additional information was received indicating the patient was reprogrammed to the secondary vector and defibrillation threshold (dft) testing was performed. It was noted the impedance measurements were fine during dft testing. No additional adverse patient effects were reported.